Manufacturer narrative:
(B)(6). The device was returned and evaluated for the reported event of a leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was visually inspected and a crack was noted in the cassette. The reported event of a leak was verified due to the crack in the cassette. The cause of the crack could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that homechoice automated pd set with cassette leaked. The patient noticed that there was liquid that dripped under the door of the homechoice machine. This event occurred during priming. The patient aborted the therapy and started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.